Manufacturer narrative:
¿Date of event¿ is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient reported that ipg seems to be moving and there is discomfort at ipg site. Surgical intervention occurred on (B)(6) 2020 during which the ipg was repositioned to address the issue. During the same surgery, the lead was explanted and replaced as documented in related manufacturer reference number: 1627487-2020-21989.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.